Manufacturer narrative:
One split stream catheter was returned for evaluation. Both the arterial and venous extensions were cut off just below the collar. A visual examination of the sample revealed a small hole in the venous lumen at the point where the lumens are bonded together. The split stream catheter is manufactured by bonding two lumens together allowing the distal portion of the lumens to be separated by the physician as deemed appropriate. The proximal portion of the lumen is permanently bonded. Some catheters were developing a small hole in the lumen at the point where the lumens are permanently bonded together. The manufacturing process of the permanently bonded section of the lumens included a peel back step after bonding to assure the correct location of the bonded section. After evaluating returned samples, it was determined that the peel back step may have contributed to the weakening of lumen wall to the point that a hole may be developed over time in the field. Changes have been implemented to the manufacturing process that will minimize the spreading of the bonding agent pass the permanently bonded section, therefore, eliminating the peel back step. A trial was conducted using the improved process. All catheters met all acceptance criteria, visual, dimensional, and leak test. The catheter involved in this incident was manufactured prior to the process change.

Event description:
It was reported that the "catheter started leaking where the hub is connected and the catheter lumen splits."